Event description:
During an in clinic follow-up, a charge time out was noted on the device. The physician performed a manual capacitor maintenance and the charge time returned to an acceptable value. At a later date, a charge time out was observed again. The device was explanted and replaced to resolve the event. The patient experienced no adverse consequences.

Manufacturer narrative:
Product #1 pi main [pi-2020-0168639-01] the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported field event of charge time out was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The cause of the long charge time was due to an internal anomaly in the high voltage capacitor.